Event description:
It was reported, via receipt of internet message, that the tracheostomy head broke off of three (3), size 6dcfs devices. It is unknown how long the devices had been in use when the problem was detected. Limited information regarding the event, patient and device usage/maintenance. There was one (1) patient involved and no reported injury. As of this date the device has not been returned to the manufacturer and no further information has been received.